Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Mechanical, electrical, and visual testing was performed. The fsr replaced the roller pump display and display to pump board cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump arterial head turned off and the screen went blank. The connections were traced and the heart lung machine (hlm) was restarted but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. All components of the small display assembly were inspected, and no defects were observed. The roller pump log indicated a display supply error occurred on (B)(6) 2023. The pump was run for three hours to monitor performance and the pump continued to operate with no issues. The cable was checked for continuity and shorts and end to end continuity was confirmed. There were no broken wires, and no instances of a wire shorted to another one. The low display supply voltage log event could not be reproduced during evaluation. It was determined that the roller pump met specification. The service repair technician found the roller pump to run with no issues and pass all testing in service. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) returned to the user facility and replaced the entire roller pump. He performed mechanical, electrical and visual testing. The unit operated to the manufacturer specifications. The roller pump was returned to the manufacturer on 14-jun-2023.